Event description:
Patient with previous implantation of ddd biventricular implantable cardioverter defibrillator. Brought to surgery for insertion of subcutaneous array electrode and implantable cardioverter defibrillator pocket revision. When the ICD was delivered into the wound it was noted that the old atrial pacing electrode was fractured near the header. It was thought that this probably accounted for multiple dysrhythmias determined preoperatively.